Event description:
It was reported that the valve was not working properly and was explanted. This shunt was previously implanted in a different hosp.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.